Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptoms, fluid intrusion between pump & battery, melted battery contacts, pump case is damaged, were verified through visual inspection. The evaluator observed fluid residue on the battery contact pins, heat damage to the contact pins, and damage on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a fluid intrusion between pump & battery, melted battery contacts in intensive care unit. There was no patient involvement. No additional information is available.